Event description:
The reporter stated that during use of a posey sitter select alarm the patient got up out of their chair and the alarm didn't sound. There was no fall or patient injury. They removed and replaced the batteries to reset the alarm and it works for a while and then it makes a static noise.

Manufacturer narrative:
Evaluation: results: inspection of the alarm shows that the alarm case has damage to it and the battery connectors inside the unit are damaged.